Event description:
It was reported that during the endoscopic vein harvesting procedure, a bisector would not cauterize. A second bisector was opened and connected with similar results. A third bisector was used for the case and procedure was completed. The hospital did not report any patient complications. This report is for the first device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.